Manufacturer narrative:
The investigation determined that the root cause of the difference in results from the c501 and the blood gas instrument is due to the different standardization of the instrumentation. The blood gas uses a direct method and the cobas 6000 c501 uses an indirect method. The investigation determined the root cause of the erroneous results between the 4 c501 analyzers as the customer refused to provide additional information for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For medwatch on erroneous ise na and k results with cobas 6000 c501 serial number (B)(6), refer to medwatch with patient identifier (B)(6). For medwatch on erroneous ise na, k and cl results with cobas 6000 c501 serial number (B)(6), refer to medwatch with patient identifier (B)(6). For medwatch on erroneous ise na results with cobas 6000 c501 serial number (B)(4), refer to medwatch with patient identifier (B)(6).

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on a total of 53 samples. Of the data provided, 16 samples were determined to have erroneous na results, and 1 sample was determined to have erroneous na, k and cl results. The customer had indicated that one sample was erroneously reported outside of the laboratory. However, the customer was unable to clarify which of the samples had been erroneously reported outside of the laboratory. The customer indicated they had issues with erratic ise, specifically na and cl results since they went live on (b)(B)(6) 2013. The customer has been repeating all ise results; sometimes on all four cobas 6000 c501 (c501) instruments and their blood gas (bg) analyzer. The field application specialist had spoken with the customer regarding ise reagent handling as well as calibrator and qc handling. He has continued to work with the customer providing additional training where needed. The customer could not specify which analyzers generated which results for all of the data that was provided. Further clarification on this point was requested, but the customer refused to provide additional clarification. The customer was able to indicate the result they deemed to be correct for 2 samples. The customer refused to clarify which results they deemed correct and which results were reported outside of the laboratory for the additional data. The customer did indicate that a patient had IV fluids administered based on a falsely low na result. Additional information regarding the current condition of the patient that received the IV was requested. The customer refused to provide any additional patient information. It is unknown if the patient was adversely affected. The lot numbers and expiration dates for the na, k and cl electrodes in use were requested, but were not provided by the customer. The field service representative (fsr) found salt contamination of the ise reference cartridge and on top of the ise drain insulator disc. He cleaned the salt out of the cartridge area and off of the ise drain insulator disc. The fsr also adjusted the ise sipper probe so that there was no contact with the ise vacuum nozzles. He performed calibration, qc and a precision test of the ise system, which all had excellent results.